Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause will be considered use related. It was reported that a leak was detected in the catheter before it was used on a patient. The returned 3 fr s/l per-q-cath PICC had been prepared for use. The stylet had been retracted and the catheter was trimmed to the length. A leak was identified distal to the taper in the molded hub. A microscopic examination revealed that the catheter material surrounding the leak site was rough and granular. The damage noted on the internal surface of the catheter was greater than the damage noted on the external surface. This type of damage is consistent with abrasion that is caused when the stylet is retracted through the catheter without wetting the stylet prior to use. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rexh1982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while flushing the catheter before use in patient with ns they found an alleged leak in proximal end near the reverse taper hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. The returned sample does not have usage residue, reportedly the sample was not used on a patient., with this additional information it is determined that a reportable event had not occurred.